Event description:
It was reported that following initial implant, the patient complained of chest pain. Echocardiography was performed in which it was noted that the right ventricular (rv) lead had dislodged resulting in perforation, pericardial effusion and cardiac tamponade. An x-ray was performed, which detected that the right atrial (ra) lead exhibited a change in lead slack as well. In addition, the ra lead data indicated undersensing and increasing threshold. A lead revision procedure was performed by thoracotomy. It was noted that two centimeters of the rv lead was found outside the heart. The rv lead was extracted while closing the site and repositioned. The ra lead was repositioned during this time, however it dislodged again requiring further repositioning. The cardiologist suspected that the issue may reside in the patient¿s atrial muscle. The rv and ra lead remain in use. No further patient complications have been reported as a result of this event.